Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the leak observed on the balloon kink resistant tubing (krt) was the most probable cause for the device not working. Product analysis confirmed a device issue. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the balloon component was visually examined; no abnormality was found. The device failed the leak test; a leak was observed on the balloon krt. Under the microscope, it was confirmed that there are cracks/tears circumferentially around the krt. This type of damage is not consistent with wear or fatigue. It is unknown what could have caused this type of damage, but it is likely that this was done during implant as the event description mentions the patient found little relief from urinary incontinence following the surgery. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The cuff component was visually inspected, microscopically examined, and tested for leaks. During the visual test, it was observed that the tab is torn, most likely during explant. The device passed the leak test. Under the microscope, it was observed that there is light damage on the wqc (window quick connector). Inspection of the remainder of the device revealed no other damage or irregularities. The pump and the separate piece of krt component was visually, microscopically inspected and leak tested; no abnormality was observed, and no leak was found. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary incontinence as potential adverse events associated with implant of this device investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced reoccurring urinary incontinence. A prior artificial urinary sphincter (aus) was implanted in (B)(6) 2021. It was shared that the patient found little relief from incontinence following this surgery. The physician performed a cystoscopy of the patient's urethra and no erosion was seen, however, minimal coaptation of the urethra was observed when the device was activated. As a result the physician deemed it necessary to remove the device and replace the device with a new product. After the device was removed saline was injected into each part. A perforation and leakage was observed in the pressure regulating balloon (prb) tubing. The replacement was conducted successfully and the patient is expected to fully recover.

Manufacturer narrative:
Information updated: evaluation conclusion codes and additional MFR narrative. Investigation summary: with all the available information, boston scientific concludes that the leak observed on the balloon kink resistant tubing (krt) was the most probable cause for the device not working. Product analysis confirmed a device issue. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the balloon component was visually examined; no abnormality was found. The device failed the leak test; a leak was observed on the balloon krt. Under the microscope, it was confirmed that there are cracks/tears circumferentially around the krt. This type of damage is not consistent with wear or fatigue. It is unknown what could have caused this type of damage but there is a possibility it was caused by a tool. It is likely that this damage was done during implant as the event description mentions the patient found little relief from urinary incontinence following the surgery. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The cuff component was visually inspected, microscopically examined, and tested for leaks. During the visual test, it was observed that the tab is torn, most likely during explant. The device passed the leak test. Under the microscope, it was observed that there is light damage on the wqc (window quick connector). Inspection of the remainder of the device revealed no other damage or irregularities. The pump and the separate piece of krt component was visually, microscopically inspected and leak tested; no abnormality was observed, and no leak was found. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary incontinence as potential adverse events associated with implant of this device investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient experienced reoccurring urinary incontinence. A prior artificial urinary sphincter (aus) was implanted in (B)(6) 2021. It was shared that the patient found little relief from incontinence following this surgery. The physician performed a cystoscopy of the patient's urethra and no erosion was seen, however, minimal coaptation of the urethra was observed when the device was activated. As a result the physician deemed it necessary to remove the device and replace the device with a new product. After the device was removed saline was injected into each part. A perforation and leakage was observed in the pressure regulating balloon (prb) tubing. The replacement was conducted successfully and the patient is expected to fully recover.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced reoccurring urinary incontinence. A prior artificial urinary sphincter (aus) was implanted in (B)(6) 2021. It was shared that the patient found little relief from incontinence following this surgery. The physician performed a cystoscopy of the patient's urethra and no erosion was seen, however, minimal coaptation of the urethra was observed when the device was activated. As a result the physician deemed it necessary to remove the device and replace the device with a new product. After the device was removed saline was injected into each part. A perforation and leakage was observed in the pressure regulating balloon (prb) tubing. The replacement was conducted successfully and the patient is expected to fully recover.